Event description:
User reported that a pt was observed to not be fully anesthetized prior to the start of a case. The anesthesia machine was swapped out. The case continued with no further reported issues. There was no reported pt injury. The replaced anesthesia machine was moved to an empty operating room. The anesthesia machine and vaporizer were reportedly left running. Subsequently, a ge healthcare biomedical engineer reportedly sent in the room to document the serial number information. The biomedical engineer reportedly became dizzy and developed a headache. Ge healthcare's investigation into the reported occurrence is ongoing. A follow up report will be submitted when the investigation has been completed.